Manufacturer narrative:
Batch review performed on 20 august 2024: lot 168720: (B)(4) items manufactured and released on 25-april-2017. Expiration date: 2022-04-17. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 6 years 11 months after the primary, the patient came in reporting pain, due to a loose femoral component. The surgeon revised the femoral component, poly and tibial tray. The surgery was completed successfully.